Event description:
The distributor reports that the instrument broke during surgery on the (B)(6) 2008 during a hip replacement. The resident orthopedic register using the instrument did not advise the attending surgeon at the time, he did however notify him the following day. The instrument was used with a hammer. The broken piece of the instrument was left inside the patient. The hospital decided not to reoperate given the patient's health status. She is (B)(6).

Manufacturer narrative:
The hospital did not return the device. Therefore, the possible failure cause could not be investigated. Since no previous events were reported with this instrument family, we are confident, however, that the affected instrument was manufactured according to the specifications and that it was effective and safe for the intended use. The report, that the device was used with a hammer strongly suggests misuse for which the manufacturer cannot be held responsible. As the hospital did not remove the part from the patient's body, we have asked the us distributor to ask the hospital for a written confirmation that the pt and/or her family have been or will be informed of this fact. Even at (B)(6), the pt could possibly be exposed to an MRI examination with very harmful effects. Additional information from the importer report: (B)(4). To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filling on behalf of the initial distributor (B)(4). Correspondence should be sent to: integra lifesciences corporation, (B)(4).